Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply will be replaced to address the issue. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources. Device has been evaluated but the components have not been replaced pending customer approval of estimate.